Manufacturer narrative:
The affected device was not returned by the customer, but they did provide a lot number and a photo of the device after usage. An inventory evaluation was performed on current product in inventory. The q.e. Visually inspected 8 devices. The inspected devices did not show any abnormalities. The investigator's conclusion is that the affected device could not have possibly been produced or shipped in the condition depicted in photo supplied by customer. In addition, the practitioner could not have possibly inserted the device in this condition. The device could only have become knotted in the patient's stomach. Re-creation of the incident could not be performed due to many variables. The investigator's conclusion is that the tube was over-inserted into the patient causing it to form a knot. The affected device was shipped with an IFU instructing the user to insert the tube per the approved standard hospital procedure. The investigator's conclusion is that the incident in question was the result of improper usage of the device. There is no indication that the product was defective. There is no record of any previous incidents like the one in question.

Event description:
The customer alleges that "the lavage tubing was in a knot when pulled from the patient." No other details were provided.